Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3 (refer to manufacturer's report number 1627487-2010-0073 and 1627487-2010-0074 for devices 2 and 3, respectively). It was reported that on (B) (6) 2010, the patient came to the doctor's office with a puffy ipg pocket. A culture was taken and came back negative. Patient was put on oral antibiotics and sent home. On (B) (6) 2010, the patient returned to the doctor's office complaining of a fever and chills. The ipg pocket was hot, red, and puffy. The patient was admitted to the hospital. Cause of infection is unknown.